Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion exhibiting 91% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. The mandrel became stuck in the guidewire lumen during the patency test. The tip was cut longitudinally to remove the mandrel, but this was not successful. The mandrel was removed with force which caused bunching distal to the distal markerband. Hardened plaque was visible at distal tip of mandrel. The hardened plaque caused the mandrel to become stuck distal to the distal markerband. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.